Event description:
Same case as MFR report #3005099803-2009-00970. It was reported that during a stone extraction procedure a balloon rupture occurred. The target stones were in the bile duct. An extractor 15.0mm 3l rb balloon had been advanced to treat the target stone. During inflation, the balloon ruptured. The device was exchanged for another extractor 15.0mm 3l rb balloon. The first target stone was able to be removed. The balloon was advanced to retrieve the second stone. While attempting to inflate the balloon, the balloon would not inflate and it was noticed that the balloon was ruptured. The decision was made to leave the "not big" second stone in the patient's body as another balloon was not available. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complaint sample has not been returned for evaluation as it was disposed in hospital. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause of the reported complaint is determined to be operational context.